Manufacturer narrative:
Age at time of event: around 60s. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the lower leg extremity. A 300cm angled tip v-14¿ controlwire® guidewire was advanced to cross the lesion; however, the wire went down and got looped. Upon removal, a piece of the tip sheared and came off and lodged into a tiny clot in a side branch of a small collateral. Another of the same device and a different wire were used but due to the lesion type, a bypass graft was performed and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The unit returned has tip damaged , as part of overall visual revision. The wire was found with the body kinked in the middle of the device and in the distal section end, also it has the polymer detached in the distal section end at the 298.6 cm from the proximal section exposing the internal core wire. The overall length and the outer diameter polymer section in the distal section couldn't be measured due to the device condition. The polymer detached in the distal section end. The outer diameter of the middle and proximal section of the device are within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the lower leg extremity. A 300cm angled tip v-14¿ controlwire® guidewire was advanced to cross the lesion; however, the wire went down and got looped. Upon removal, a piece of the tip sheared and came off and lodged into a tiny clot in a side branch of a small collateral. Another of the same device and a different wire were used but due to the lesion type, a bypass graft was performed and the procedure was completed. No further patient complications were reported and the patient's status was fine.